Event description:
This report is related to MDR # 2939204-2010-00634 and MDR# 2939204-2010-00635. The patient underwent the successful stent assisted coil embolization of the recurrent fusiform basilar tip aneurysm. Approximately six months post procedure a reoccurrence of the basilar tip aneurysm was found during a routine follow-up. A single non-boston scientific coil was successfully placed during re-intervention prior a perforation of the left distal posterior temporal artery by a guidewire used in the procedure. The procedure was aborted due the vessel perforation. The patient¿s current condition was reported as ¿alive, with right sided weakness¿.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Revascularization and inadequate occlusion are known and anticipated complications to these types of procedures and are noted in the labeling. Multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
PMA# or 510k#: k012985 and k031168.

Event description:
This report is related to MDR # 2939204-2010-00634 and MDR# 2939204-2010-00635. The patient underwent the successful stent assisted coil embolization of the recurrent fusiform basilar tip aneurysm. Approximately six months post procedure, a recurrence of the basilar tip aneurysm was found during a routine follow-up. A single non-boston scientific coil was successfully placed during re-intervention prior a perforation of the left distal posterior temporal artery by a guidewire used in the procedure. The procedure was aborted due to the vessel perforation. The patient¿s current condition was reported as ¿alive, with right sided weakness¿.